Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the ec45aa device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure; the first time the device was used it was okay, but the second time, the device would not open and the stapler would not engage. There was a delay to the case, but no excessive blood loss was noted. The procedure was completed using same like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what type of procedure was the device used in? Where was the bleeding identified? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? How long was the procedure delayed? What color cartridge was being used? Was buttressing material utilized? If so, which product? Were the device jaws rinsed and the anvil wiped between firings? Was the instrument fired across or near an existing staple line or clip? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?